Event description:
It was reported that during the interventional procedure to the diagonal coronary artery, middle, concentric, mild calcification and normal takeoff, it was attempted to advance the 2.5 x 18 mm xience v rx but resistance was met going through the guiding catheter. Resistance was felt on withdrawal with the guiding catheter, after which point it was noticed that one distal strut of the stent was flared. Another xience v stent delivery system completed the procedure successfully with kissing stent technique. There were no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight universal; guiding catheter: viking 7f shjl4; sheath: merrit medical. Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible in the guide wire lumen, on the stent implant, balloon, and contrast in the inflation lumen, consistent with preparation and the sds advanced into the guiding catheter. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts on the first row at the distal end of the stent implant, confirming the reported stent damage. There were multiple bends in the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the stent, damage to the guiding catheter, or procedural technique. The stent outer diameters were measured and met manufacturing criteria. The guiding catheter used in the procedure was not returned for analysis therefore it is unknown how it may have contributed to the reported difficulties. The reported difficulties were unable to be confirmed as the sds was advanced through a new 6-french guiding catheter and removed with no resistance noted. In this case, it is possible the sds was not properly supported during advancement in the guiding catheter, resulting in the noted damage to the distal end of the stent as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. Further, as the distal end of the stent became damaged, this would contribute to further resistance. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint handling database for the reported lot revealed no similar incidents reported for difficult to position/remove or stent damage. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.